Manufacturer narrative:
It was reported that the patient underwent tissue excision on (B)(6) 2015 and it was noted that the suture mostly resorbed, and some leavings of the suture were present. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent vestibuloplasty on (B)(6) 2015 and suture was used. Approximately two weeks post-operatively, the patient experienced ulceration and granulated tissue at the location site of the resorbed suture. It was reported that the patient experienced persistent tissue regeneration and improvement but still low tissue division. The physician opined that the event was either due to an allergy or suture. The patient underwent re-excision and is reported to be well after tissue excision.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the remains of the suture together with the excised tissue were sent to a lab for testing. The results found that the tissue was inflamed. No additional information was provided about the suture. (B)(4).